Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the guidewire is confirmed and was determined to be use-related. One 20 ga accucath ace was returned for evaluation. An initial visual observation of the returned device revealed abundant blood use residues throughout the accucath ace. The catheter was returned detached from the housing of the device. The guidewire was observed to be broken and curled outside of the housing of the device. The distal end of the catheter appeared curved and crumpled. A microscopic observation of the returned catheter revealed a break at the distal end of the catheter. The break appeared to have uneven fracture edges while some edges appeared to fold inward into the catheter shaft. A chevron-shaped split was observed just distal of the break site of the catheter. It was observed that there was a narrowing of the catheter along the catheter shaft. It was observed that there was a narrowing of the guidewire towards the distal end of the break site. The break site of the guidewire appeared rounded and smooth. The break in the guidewire appears to have been caused by tensile or pulling forces against the wire. The break in the catheter appears to have characteristics of being pulled against the needle bevel, causing a break in the catheter and the guidewire. Abundant blood residues along with pulling of the catheter and guidewire against the needle bevel may cause the catheter and guidewire to break during use. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the nurse using the accucath said the wire would not come out of the catheter once inserted.  The wire had a lot of resistance and catheter had to be pulled out to get the wire out. It was reported this occurred with three patients. One patient just had to be stuck an extra time and complained that it hurt when inserting. Another nurse put in regular IV using the ultrasound. This report addresses the patient who complained of pain and received a new device.